Event description:
The customer reported the sequences were not saving. The fe confirmed the cine disk was intermittently not available. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.